Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2006. Approximately 16 years after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to extensive osteolysis with recurrent large effusions and aseptic loosening. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2022 findings: large clear yellow joint effusion. Extensive synovitis. No evidence of infection. Grossly loose patella and femoral components. Well fixed tibial component. Extensive osteolysis of femur, patella and tibia. Aori type 3 bone loss femur, aori type iia medial bone loss tibia. Varus alignment with gross instability under anesthesia. Severe polyethylene wear. There were no complications. A surgical debrief was performed. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.